Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02373; 2938836-2020-02375. It was reported that during in clinic check, low impedance was observed on the right atrial and ventricular leads. The physician also alleged malfunction on the pacemaker. The noise was not reproducible but currently, the clinic still received impedance alerts on merlin.net. The patient was stable and will continue to be monitored since he was not pacemaker dependent.

Event description:
New information received notes that during the procedure, the set screws were tight. The atrial and right ventricular leads were tested and the impedance, sensing and thresholds were consistently normal. The device was explanted and replaced. The patient was stable throughout the procedure.